Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. To address the high bg, the customer administered a correction bolus through their pump and received assistance from their wife, who helped load a new cartridge. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery.